Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on. A field service engineer (fse) tested the power on the station by isolating power from the internal battery. The internal battery was disconnected, and the station stayed powered on. The fse powered the station off, unplugged the ac wall power, and connected the internal battery, but the station would not power on. The problem was isolated to the power supply. The fse replaced the power supply and internal battery to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, power was lost during a case, possibly due to battery failure the customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.